Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported for single leaflet device attachment (slda) from this lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to user technique/procedural circumstances. The reported tissue damage was an effect of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed as the clip detached from the one leaflet but remained attached to the other leaflet, which resulted in tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip xtr was successfully deployed at a2/p2 location. A mitraclip ntr was placed lateral to the first clip. During deployment, while removing the gripper line a few inches, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). A flail segment was noted after the slda. A mitraclip xtr was implanted to stabilize the slda and reduce the mr to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.